Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that whilst on a flight the patient fell unconscious and defined her state as a ¿glycaemic coma¿ (undiagnosed by a healthcare professional). It is unknown how long the patient had been in flight prior to the incident. The patient's blood glucose levels (bg) reportedly dropped to 29 mg/dl. It is unknown what the patient¿s blood glucose values were prior to the excursion. The patient stated that she was not monitoring her blood glucose at this time, that she programmed a bolus dose (volume is unknown) prior to eating her in-flight meal without factoring the blood glucose results. Once the plane landed, 2 nurses treated the patient with a glucose solution through intravenous (IV). It is unknown how much time passed between the patient¿s loss of consciousness and the treatment received. The patient was then admitted to the emergency room (ER) of (B)(6) where her blood glucose results were reportedly 90 mg/dl. The patient was released from the ER the same day and according to the reporter, has fully recovered. The patient stated to the reporter that she believes the cabin pressure made the pod deliver more insulin than expected. Insulet would like to bring to attention that the omnipod dash system user guide has the following safety warning on page 177. Warning: the atmospheric pressure in an airplane cabin can change during flight, which may affect the pod¿s insulin delivery. Check your blood glucose frequently while flying. If needed, follow your healthcare provider¿s treatment instructions.